Event description:
It was reported the patient presented to the emergency department after receiving therapy from the defibrillator. The remote transmission revealed post cardioversion the ventricular lead was oversensing. This oversensing did not affect the appropriateness of therapy. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
The lead was later returned and the patient was identified as deceased. No additional information was received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.